Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality and no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was unable to be interrogated by an updated merlin programmer. No intervention was reported. There was no loss of device functionality and no patient consequences.